Event description:
It was reported to medtronic neurosurgery that the upon connecting the valve to the ventricular catheter during preimplantation testing, csf was unable to be discharged through the valve. According to the report, the physician then disconnected the valve and attempted to flush water through it, but the fluid was still unable to be discharged through the device. No impact or injury to the patient was reported.

Manufacturer narrative:
The returned valve was patent and met specifications for leak, siphon, and preimplantation testing. However, it did not meet specifications for reflux and pressure-flow testing due to crystalline debris within the interior of the valve. Debris within the valve may hold pressure-flow controlling mechanisms open, resulting in fluid reflux and/or siphoning. The instructions for use that accompanies the device warns that "shunt obstruction may occur in any of the components of the shut system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris." A review of the manufacturing records showed no anomalies. All of our valves are 100% tested at the time of manufacture.